Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used during the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 device were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the third and fourth bands were "melted" together; hence, both bands deploy off the cap at the same time. The same issue occurred with the second speedband superview super 7 device. The procedure was completed at this time. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.